Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. Philips sent a new ac power module to the customer. The customer subsequently informed philips that the new ac power module resolved the issue.